Event description:
Previous medwatch submission noted rupture. Upon further review, rupture was reported for the contra-lateral side only.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b clarification to b5, h6, and reason for reoperation: disregard rupture a0412, as rupture was reported for the contra-lateral side only.

Event description:
Healthcare professional reported left side capsular contracture baker grade lv and axillary left siliconomas diagnosed by ultrasound and MRI. Device has been explanted and not replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. Additional observations: creases are observed. Deformation is observed. Wear abrasion is observed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported rupture, capsular contracture baker grade lv and axillary left siliconomas diagnosed by ultrasound and MRI. This relates to the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, d6b.

Event description:
Physician reported rupture, capsular contracture baker grade lv and axillary left siliconomas diagnosed by ultrasound and MRI. This relates to the left side. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture, capsular contracture, baker grade lv and axillary left siliconomas diagnosed by ultrasound and MRI. Visual analysis of the photos identified: - capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: - red particles on the surface of the shell.